Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 150 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. Additionally, it was reported that an occlusion alarm occurred. Reportedly, customer changed infusion set and cartridge to resolve the issue. Subsequently, the customer experienced a blood glucose (bg) level of 511 mg/dl. Bg was addressed via a correction bolus. Reportedly, customer continued to use the pump for insulin delivery.